Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The low blood glucose level was 40 mg/dl and 50 mg/dl. Customer also stated they experienced a high blood glucose. The high blood glucose level was 180 mg/dl and 280 mg/dl. The product will not return for the analysis.